Event description:
Device was reported for unknown reason.

Manufacturer narrative:
Product complaint # (B)(4). H6:part/ component/ sub assembly term not applicable (g07001). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. Photos provided for review were taken by the cleaning and sterilization supplier prior to coming to pal jrz for evaluation and does not represent evidence, additionally the photos only show tracking details. Therefore the investigation could not draw any conclusions about the reported event. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.